Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical product: item# 00625006540, bone screw self-tapping 6.5 mm dia. 40 mm length, lot# 63919182. Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04301.

Event description:
It was reported that patient underwent total hip arthroplasty. During implantation of the shell, the screw head broke through the shell hole and went into the bone. The head of the screw tore off. All components were removed and new components used to complete surgery. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.